Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) had missing labels. There was no report of impact to patient or user.

Manufacturer narrative:
Investigation summary during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 3285323 was satisfactory per internal procedures. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. No returns were provided for investigation. No retention samples from batch 3285323 were available for inspection. The complaint history was reviewed, and no other complaints have been taken on batch 3285323. Two photos were received for investigation. Review of the photos shows sleeves with missing labels from batch 3285323. This complaint can be confirmed for missing sleeve labels. No complaint trend for labeling has been identified with this product; no actions are indicated at this. Bd will continue to trend complaints for defects.

Event description:
It was reported when using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) had missing labels. There was no report of impact to patient or user.